Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 5 months, due to perivalvular leak. Info learned from the operative report.